Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37791, serial# unknown, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that the patient's implantable neurostimulator (ins) wouldn't fully charge. A couple of weeks ago the patient had an MRI and ever since "something was screwy with it." She stated that the patient is very ill. Interrogation of the device revealed the device was off, and had been turned off yesterday afternoon. It was stated that the patient needed to turn it off at night or else he can't sleep with it. It was alleged that the device was not fully charging, and that recently the patient had tried to charge for between 3.5 and 4 hours, only bringing the ins up to 50% battery, where previously this length of time would have charged it fully. The consumer was guided through troubleshooting they were able to connect with the programmer and recharger, but coupling was poor. The patient was guided through using the antenna locate, getting 32 as the highest number with still 0/8 charging boxes shaded. A new antenna was ordered because the antenna was damaged, so a new one was going to be sent to see if it resolved the issue. The caller inquired about having a manufacturer's representative come to their house. The caller stated that her husband was on hospice and cannot leave home and they want the device to work. It was reviewed that the battery was 50% charged and stimulation was on. It was restated that these issues started when the patient had an MRI. A follow up communication revealed that with the new antenna the patient is getting full coupling. Caller also claimed that the lightning bolt icon was not present on the recharger. The caller was informed that this meant stimulation was off, and they were guided through turning stimulation back on which was successful. Patient was implanted for multiple back operations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.